Event description:
It was reported that the patient complained of "pluro pain." The helix was noted to be in the thick part of the heart. The physician decided to explant and replace the lead with a passive lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. It was also noted that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of "pluro pain." The helix was noted to be in the thick part of the heart. The physician decided to explant and replace the lead with a passive lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addrl1, implantable pulse generator, (B)(6) 2013. (B)(4).